Event description:
It was reported that the 9800 system had no image displayed and a low ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced and the generator calibrated during the service call. The system was tested and found to be working as intended and put back into service.